Event description:
It was reported the high frequency electrosurgical unit received an e433 error. The issue occurred during preparation for use of an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. The problem was resolved by reattaching the foot switch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is possible that the following led to the malfunction: the connected footswitch was faulty when it was started, or that it was in an operating state due to contact with other equipment. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.